Event description:
Healthcare professional (hcp) reports a cracked arterial header noted along the threads of the CT 190g dialyzer during pt use. New disposables used to continue the treatment without incident. Estimated blood loss = 250cc. The dialyzer was reused 40 times prior to the event. Hcp reports no pt injury or need for medical intervention.